Manufacturer narrative:
Service replaced the reagent carousel motors and cable to return the analyzer to normal function. A review of the analyzer service history found no contributing factor on or around the date of the event. There were no subsequent reports of smoke or burn damage after the cable and motor replacement. A product labeling review found the architect system operations manual provides information regarding electrical hazards, and electrical safety for the architect systems. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The overheating/melting observed on the j277 cable (cable harness) was limited to the cable only and did not spread to other areas of the analyzer. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
While troubleshooting process path carousel motor errors on the architect i2000sr analyzer, the abbott service employee removed the carousel and discovered there was no power to the carousel. Service replaced the driver board and a burning odor was observed. Service powered off the analyzer and inspected the motor cable (j277) which was observed to have melted at the back of the circuit board. A replacement cable was ordered. No smoke, fire or injury was reported.